Event description:
The blood flow became slow after pre-dilatation. The procedure was completed, and the angioguard was retrieved after thrombus in the filter was suctioned. The pt was a 79 y/o male. The pt is in stable condition. Please note that multiple attempts to acquire additional info have been made and have been unsuccessful.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info to be submitted 30 days upon receipt. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.